Event description:
It was reported that the user experienced two occlusion alerts on the ilet while using a teflon inset 23" 6 mm infusion set, during which insulin delivery was stopped and the user¿s glucose rose above 400 mg/dl; after guidance from customer care to not to perform false meal announcements, the user performed a fill tubing while disconnected, observed drops, then changed all pump supplies, after which occlusion alerts ceased and glucose returned to range within approximately two hours. Investigation of this case revealed an infusion set occlusion that resolved only after full supply change, consistent with an insulin delivery interruption at the infusion set or disposable path. Symptoms included sleepiness, irritability, and thirst consistent with hyperglycemia. Outcomes included recovery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable path occlusion.